Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported difficulty connecting the modular cable and pump cable inline connectors could not be confirmed as no product was returned for evaluation. A root cause for the reported event could not be determined off the information provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, document rev. D and the heartmate 3 lvas patient handbook, document rev. A are currently available. Section 5 of the IFU, ¿surgical procedures¿, provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump¿. These instructions state that to connect the pump and modular cables, first align the inline connection triangles on the connectors to ensure proper pin alignment. Apply firm force to engage the inline connector and rotate the locking nut until the clicking sound stops and the yellow line on the threaded portion of the connector is no longer visible. This section also states that the yellow line should be fully covered to ensure a secure connection. The patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable connection required multiple attempts to advance the lock over the yellow line during pump preparation/implant. They were successfully able to advance over yellow line after 4 plus attempts. The was no significant delay in surgery. The device was in use and operated as expected.